Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in may 2010 and performed to specification up to 25th august 2013. Multiple manual power ups of ten minutes duration were recorded between the 29th august 2013 and the last log entry on the 25th september 2015. The pad-pak became depleted and further pad-paks were installed during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.